Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, there was an unexpected postoperative refractive outcome. The surgeon also indicated that the lens was off axis from where he initially placed it. In a follow up, the surgeon reported that there would not be any further intervention and the patient is stable at this time.

Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. Additional information was received via phone. (B)(4).